Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. No excessive no delivery alarm during testing. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 191 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer stated that he did not received failed battery test. Customer was advised to monitor pump and we will ship a replacement battery cap as a courtesy. Customer declined to troubleshoot for no delivery, weak battery, off no power and low battery alarm. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the pump alarm after battery change. The customer was explained that this is normal pump behavior. The customer was advised to monitor the pump.